Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm and se 2367 alarm on the homechoice (hc) unit during drain 2/4. The technical service representative (tsr) explained a se 2240 indicates a large amount of air has entered setup. The hp stated she believed her cat bit a hole in the patient line. The hp elected to discard the supplies and finish with manuals. The hp also confirmed to call her nurse to inform of the alarm and being connected. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 alarm. This report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the cat damaged the patient line. The hp stated she believed that her cat bit a hole in the patient line. The batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.